Event description:
There was a report of an issue where the cartridge was not delivering insulin into the infusion set tubing. There was no adverse impact to the customer's blood glucose level. The customer inspected the pump and cartridge, cleaned the pneumatic tap area, and successfully reloaded the cartridge. Reportedly, the cartridge was changed to address the issue.